Manufacturer narrative:
Section h10 - component most likely verbiage added: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000121180.

Event description:
It was removed that patient experienced ineffective stimulation. Multiple attempts at reprograming were attempted to no avail. Surgical intervention was undertaken wherein the entire scs system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. The event of system explant was reported to abbott. The patient had multiple reprogramming's. The system was explanted due to ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.